Event description:
The user facility reported that during a procedure the scope angulation was stiff. There was no report of patient or user harm due to the event. The suspect device was sent to the olympus service center for evaluation and repair. The device inspection and testing observed the angulation knob was out of specification due to a worn angle wire. Additionally, the insertion tube flexibility was observed to be rigid. This report is being submitted for the malfunction [rigid insertion tube] found during the evaluation.

Manufacturer narrative:
The device evaluation also found the cover of the insertion section was scratched and the bending cover adhesive rubber demonstrated wear and deterioration. The light guide lens was chipped likely due to a shock caused by dropping or knocking the endoscope to a hard surface. Control switch button 1 was punctured. The universal cord was buckled, and the endoscope connector was damaged, likely due to physical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the stiff insertion section likely occurred from misaligned, stretched and/or shrunk internal elements. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.